Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the preparation of triclip steerable guide catheter (tsgc), hemostatic valve was observed to be leaking. Air bubbles were observed. Additional aspiration was performed for removal of air. Although, the issue persisted. The tsgc was replaced with another device to complete the procedure. The tr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.